Event description:
Failure of a sorin revolution centrifugal pump occurred while supporting a pt on cardiopulmonary bypass in the following sequence: the surgeon required a maneuver to fill the pt's heart. At his request to "take the blood back," a stricture on the inflow line was released and noted that instead of blood returning from the pt, the reservoir continued to empty. This required a reduction in the forward flow so as not to empty the venous reservoir. While the reservoir did not empty, the level was sufficiently low to allow air to pass down the line and become entrapped in the centrifugal pump. Air in the pump renders the pump inoperable. Correcting this problem required discontinuing bypass and re-priming the pump. When bypass was reinstituted, it was noted that blood was pouring from a seam in the pump head. The pump was replaced and bypass was reinstituted. Total downtime to pt was approx 6 mins. To date, no residual effects to pt.